Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed a loss of prime warning. During investigation, a call service 078 (motor rewind error) alarm was produced during the rewind step, which impeded further testing. The original complaint of a prime issue was noted in the pump history but unable to be confirmed due to the call service alarm. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads to the left side of the grip pad down to the seal. Moisture was observed in the battery compartment and behind the display lens. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was observed throughout the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.